Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer, regarding I-stat troponin cartridges. And analyzer that yielded a false positive discrepant result of 0.12ng/ml on a patient. There is no final diagnosis on the patient. There was no patient information at the time of this report. Method result: lab: 3.2pg/ml. I-stat : 0.12ng/ml. Information requested, but to no avail. Test/collection times. Product/lot#: information. Event details. At this time, there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available. That suggested, that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated, during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 07-feb-2024. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing could not be performed as the lots expired prior to the investigation open date of 31-jan-2024. Previous retained cartridge testing of lot b23044a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots b23013b and b23044a.